Event description:
It was reported that after an aveir dr implant. There was occasional dropped p-waves during interrogation while still in procedure room on the right atrial leadless pacemaker (ralp). I2i settings were adjusted but still could see occasional drops. The patient was programmed to vvi70 overnight. The following day the patient was programmed back to ddd, the ralp was tracking appropriately and there were no dropped p-waves occurring. No further changes or interventions were reported. The patient was stable.